Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, 'battery not charging was reproduced. A review of the event history log revealed battery alert messages, followed by improper shutdown. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the rear case. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue: charging problem. This occurred in the intensive care unit upon device power up. There was no patient involvement. No additional information is available.